Event description:
It was reported that the 9800 system was not saving images and it was recalling the wrong images. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Utilized utility disk to remove patient data and reformat. The system was tested and found to be working as intended and placed back into service.